Event description:
During an unspecified clipping procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that a clip was advanced through the scope and opened immediately but the clip failed to deploy correctly. When the clip deployed onto the tissue the drive wire did not detach from the clip housing. After multiple attempts of manipulating the catheter, finally the clip was detached from the clip housing. The procedure was completed and patient was not harmed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k): k212323. The investigation is ongoing. We will submit a follow up emdr within 30 days of submission of this report.

Manufacturer narrative:
510(k): (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, 2 sealed devices from the lot number said to be involved were returned and evaluated. Sealed device #1-2: our laboratory evaluation of the returned sealed devices could not confirm the report for difficulty with deployment. The samples were function tested per protocol study for baseline functional testing, for open/close and full deployment not on simulated tissue, to replicate a worst case scenario. The clip opened and closed, and deployed as intended, no endoscopic maneuvers were required to aid in deployment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: used device, not returned: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Sealed devices, returned: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.